Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The chemical indicator (ci) changed color correctly. It is unknown if the affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Affected loads were reprocessed. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Trending analysis by lot number was reviewed from 04/28/2016 to 09/07/2016 and no significant trend was observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The suspect positive bi was not returned. Two bis were received: new, unused with red ci discs, caps not pressed down, and purple media ampoules intact in uncrushed vials. The complaint is not confirmed. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi found no significant trend. Additionally, the complaint was not confirmed as no complaint suspect positive vial was received. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that the ci changed appropriately. The cyclesure® retains met functional specification when used per IFU. The issue will continue to be tracked and trended.